Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed infection at implant site in 2008 (specific date not reported). It is unknown if the patient was administered antibiotics.